Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks and antitachycardia pacing from their implantable cardioverter defibrillator. The device interpreted rapid atrial fibrillation as ventricular tachycardia which resulted in the inappropriate high voltage therapy. The patient was given medication and the issue was resolved. On (B)(6) 2018, the device was explanted and replaced. The patient was discharged in stable condition.